Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407658 lead, implanted (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient has expired. An implantable pulse generator (ipg) was returned to the manufacturer, analyzed, and tested out of specification. Upon review of manufacturer records it was identified that the patient expired approximately four months after implant of the replacement ipg. Communication attempts with the clinic for additional information were unsuccessful, the cause of death remains unknown.